Manufacturer narrative:
Product event summary: the device and data files were returned and analyzed. Data files showed that 17 applications were performed with a balloon catheter on the date of the event with no issues. Also, data files showed that 13 applications were performed with another balloon catheter with no issues. The sheath was not returned for analysis/investigation. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, there was a hemostatic valve issue. The case was completed with cryo. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.